Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of cloudy effluent in a patient coincident with dianeal unknown or physioneal unspecified product therapy (lot numbers unknown). On (B)(6) 2010, the patient began treatment with dianeal unknown or physioneal unspecified product (dose, frequency, and lot numbers unknown) intraperitoneally (ip) for continuous ambulatory peritonea dialysis (capd). Since (B)(6) 2010, the patient was training at the peritoneal dialysis (pd) unit to be included in a pd program. On (B)(6) 2010, in one of the lavages, the patient presented with cloudy effluent. The patient had no other symptoms. The patient was not hospitalized. On (B)(6) 2010, the patient began remedial treatment with vancomycin and cyprofloxacin ip (dose and frequency not reported) for 15 days. The reporter stated during training the patient presented several times with cloudy effluent that was intermittent. On (B)(6) 2010, the patient began capd at home just with dianeal. On (B)(6) 2010, the patient recovered from the cloudy effluent. Dianeal or physioneal were not withdrawn. The reporter considered the cloudy effluent as mild in severity and unrelated to dianeal or physioneal. It was reported the physician notified because of the quality alert, but did not think any potential relationship.